Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two days after implant, the right atrial (ra) lead exhibited no capture, high thresholds and no sensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.